Event description:
The customer reported that while transporting a pt, the unit displayed an "autofill failure" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.